Manufacturer narrative:
Qc prior to the event was acceptable. The field service engineer (fse) replaced the sample probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation determined the event was consistent with a preanalytical handling issue.

Event description:
There was an allegation of questionable low results for multiple patient samples tested for multiple assays on a cobas pro c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for chol2 cholesterol gen.2. The initial chol2 result was 79 mg/dl. The repeat result on another c503 analyzer was 190 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot number and the expiration date were requested but not provided.